Event description:
The customer observed falsely elevated results while using the architect ca19-9xr assay. An initial result of 12988.68 u/ml was generated; this sample was tested multiple times and generated similar results. The patient was retested on (B)(6) 2012: 76.34 u/ml and on (B)(6) 2012: 112.88 u/ml the patient had acute cholecystitis with stone. There has been no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 13517m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect (B)(4) reagent list number 02k91, lot number 13517m500, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.